Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient reported to the clinic with lightheadedness. Upon interrogation of the device it was noted that there was oversensing on the right ventricular lead. Oversensing was repeatable with patient exercises. The lead was capped and replaced. No patient complications were reported as a result of this event.